Manufacturer narrative:
It was reported that there was touchscreen issues. The customer stated they were unable to calibrate the touchscreen. The customer will order and replace a touchscreen. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there were touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was touchscreen issues. The customer stated they were unable to calibrate the touchscreen. The customer will order and replace a touchscreen. The investigation is ongoing.